Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "today we had a problem with a midline catheter ref 6f120100, lot regz0632: it turned out to be defective, with a leak at the junction between the tubing and its rigid part. The doctor used another catheter, from a different batch." Additional information received 02/13/2024: it was reported no patient impact. Catheter was leaking blood and saline solution.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use related. One 10 cm catheter from a 20 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood use resides throughout the returned product. A circumferentially aligned kink was observed about halfway down the catheter shaft. A microscopic observation revealed a split just distal of the molded luer. The split exhibited a granular fracture surface and uneven fracture edges. Because of the observed characteristics of the fracture site, the complaint of a split in the catheter is confirmed and was determined to be caused during the insertion process of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "today we had a problem with a midline catheter ref 6f120100, lot regz0632: it turned out to be defective, with a leak at the junction between the tubing and its rigid part. The doctor used another catheter, from a different batch." Additional information received 02/13/2024: it was reported no patient impact. Catheter was leaking blood and saline solution.